Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left coil'), device expulsion ('migration of the implant/migration of essure device location of device: right in uterus') and genital haemorrhage ('bleeding ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol in 2009. Previously administered products included for an unreported indication: bay aspirin in 2009, birth control pill in 2009, pramipexole in 2009 and lovastatin in 2009. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2012, the patient was found to have weight increased ("weight gain") and experienced back pain ("lower back pain"). In 2013, the patient experienced memory impairment ("other injury(ies) or complications please describe: short term memory issues."). In 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal distension ("bloating"), bladder disorder ("bladder or urinary problems or changes :bladder issues"), pollakiuria ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), micturition urgency ("feeling the urge/urge of urine"), amnesia ("long-term memory loss") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, alopecia, weight increased, abdominal distension, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, pollakiuria, migraine, headache, memory impairment, micturition urgency, amnesia and restless legs syndrome outcome was unknown, the nausea and dysmenorrhoea had resolved and the back pain had not resolved. The reporter considered abdominal distension, alopecia, amnesia, back pain, bladder disorder, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, micturition urgency, migraine, nausea, pollakiuria, restless legs syndrome, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received. Reporter's information was added. Added event perforation (fallopian tube(s)) , abnormal bleeding (vaginal, menorrhagia) , uti , migraines ,headaches , nausea , dysmenorrhea (cramping) , back pain fatigue , weight gain , feeling the urge/urge of urine, urinary frequency, bleeding ,short term memory issues, long term memory loss, bladder issues, restless leg. Pt updated for ¿ device dislocation to device expulsion¿ with event ¿ migration of essure device location of device: right in uterus¿. Event onset date was added. Medical history, historical drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left coil'), device expulsion ('migration of the implant/migration of essure device location of device: right in uterus') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol in 2009, urinary tract infection, frequency urinary, cervical dysplasia, menometrorrhagia, restless leg syndrome, dysfunctional uterine bleeding and stroke. Previously administered products included for an unreported indication: bay aspirin in 2009, birth control pill in 2009, pramiprexole in 2009 and lovastatin in 2009. Concurrent conditions included body mass index normal. Concomitant products included lovastatin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In january 2012, the patient experienced back pain ("lower back pain"). In march 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes :bladder issues"), pollakiuria ("bladder or urinary problems or changes : frequency") and micturition urgency ("feeling the urge/urge of urine"). In 2012, the patient was found to have weight increased ("weight gain"). In january 2013, the patient experienced memory impairment ("other injury(ies) or complications please describe: short term memory issues."). In january 2014, the patient experienced fatigue ("fatigue"), nausea ("nausea") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("migraines / headaches"), amnesia ("long-term memory loss") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, alopecia, weight increased, abdominal distension, fatigue, urinary tract infection, bladder disorder, pollakiuria, migraine, headache, memory impairment, micturition urgency, amnesia and restless legs syndrome outcome was unknown, the menorrhagia, genital haemorrhage, nausea, vaginal haemorrhage and dysmenorrhoea had resolved and the back pain was resolving. The reporter considered abdominal distension, alopecia, amnesia, back pain, bladder disorder, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, micturition urgency, migraine, nausea, pollakiuria, restless legs syndrome, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion appropriate placement of essure tubal ligation device with no contrast seen in the fallopian tube bilaterally. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: proliferative endometrium with focal scarring. No evidence of hyperplasia atypia or malignancy. Myometrium with extensive adenomyosis, endo cervix and ecto cervix with no evidence of dysplasia or malignancy. Fallopian tubes with no histological abnormality.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: plaintiff fact sheet received. No new information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left coil'), device expulsion ('migration of the implant/migration of essure device location of device: right in uterus') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol in 2009, urinary tract infection, frequency urinary, cervical dysplasia, menometrorrhagia, restless leg syndrome, dysfunctional uterine bleeding and stroke. Previously administered products included for an unreported indication: bay aspirin in 2009, birth control pill in 2009, pramiprexole in 2009 and lovastatin in 2009. Concurrent conditions included body mass index normal. Concomitant products included lovastatin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced back pain ("lower back pain"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes :bladder issues"), pollakiuria ("bladder or urinary problems or changes : frequency") and micturition urgency ("feeling the urge/urge of urine"). In 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced memory impairment ("other injury(ies) or complications please describe: short term memory issues."). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), nausea ("nausea") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("migraines / headaches"), amnesia ("long-term memory loss") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysterectmony with bialteral salpingectomy, hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, alopecia, weight increased, abdominal distension, fatigue, urinary tract infection, bladder disorder, pollakiuria, migraine, headache, memory impairment, micturition urgency, amnesia and restless legs syndrome outcome was unknown, the menorrhagia, genital haemorrhage, nausea, vaginal haemorrhage and dysmenorrhoea had resolved and the back pain was resolving. The reporter considered abdominal distension, alopecia, amnesia, back pain, bladder disorder, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, micturition urgency, migraine, nausea, pollakiuria, restless legs syndrome, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion appropriate placement of essure tubal ligation device with no contrast seen in the fallopian tube bilaterally. Pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: proliferative endometrium with focal scarring. No evidence of hyperplasia atypia or malignancy. Myometrium with extensive adenomyosis, endo cervix and ecto cervix with no evidence of dysplasia or malignancy. Fallopian tubes with no histological abnormality. Most recent follow-up information incorporated above includes: on 18-may-2020: pif received. Outcome for bleeding, cramping, back pain were updated. Onset dates for events were updated. Past medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery to remove the essure coils on (B)(6) 2016. At the time of the report, the device dislocation, alopecia, weight increased, abdominal distension, fatigue and nausea outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, fatigue, nausea and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.